Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a blood test using her onetouch ultramini meter due to it displaying an er5 message, per the onetouch ultramini user guide; this error means the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began at an unknown time on (B)(6) 2012. The patient reportedly manages her diabetes with an unknown type and dose of insulin and is a self adjuster. She denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient claimed she developed symptoms of "feeling tired and blurred vision" a few days after the alleged issue started (exact date/time not specified) and despite her symptoms she denied receiving any form of medical intervention. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The subject test strips were in good condition and the patient was performing the test correctly. The alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2012 with the following findings: the meter was tested and the primary complaint was not confirmed. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.